Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the place where the insulin is loaded half of it broke off and the rubber washer came out. The customer stated it happened about a week ago when he went to undo it and the whole thing came off. The customer reported that the infusion set and reservoir does not show signs of damage. The customer reported that the o- rings are missing. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was not in manufacture mode. The insulin pump was received with partially broken reservoir tube lip, missing retainer, missing reservoir tube o-ring, scratched case, cracked battery tube threads, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer.